Event description:
As reported: a wide carotid artery aneurysm in the middle of the brain, measuring 5.2mm * 4.3mm in size. Planned to use web to embolize the aneurysm. After the via21 microcatheter was in place, selected web w4-6-3, which opens well. When detaching the web, the indicator light of the controller was always red, and the tail of the web was intact and undamaged, but the web still has not been detached. Three controllers were used consecutively, but the web still couldn't detach. Replaced with the same model of web, the procedure was successfully completed. The patient was reported to be "fine".

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
Items returned for evaluation: -pusher -web implant -introducer -dispenser hoop items not returned for evaluation: -controller the customer provided video shows the proximal connector inserted into the detachment controller and the controller exhibiting a red light; the web did not detach in the video. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. The web implant was found to be within visual and dimensional specifications, but the pusher was found broken at the hypotube to connector junction, and the proximal connector was kinked at the brown lead wire joint. Continuity and resistance testing was unable to be performed due to the broken pusher. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The investigation of the returned web system found the pusher broken at the hypotube-to-connector junction, and the proximal connector kinked at the brown lead wire joint. The customer provided video shows the proximal connector inserted into the detachment controller, the controller exhibiting a red light, and the implant not detaching, which is consistent with the alleged product issue. Due to the broken condition of the returned pusher, the investigation could not test for continuity or resistance to further assess the alleged detachment issue; however, the kinked condition of the proximal connector would have contributed to the detachment issue if present on the device at the time of the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink and break, but the damage is consistent with the device experiencing forces exceeding the pusher's yield and tensile strength.

Event description:
No new information was provided.